Manufacturer narrative:
Product problem box checked in error on initial medwatch. This report reflects a serious injury/adverse event. Appropriate box now checked on this follow up. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the reporting allergy office does not have any additional information pertaining to this patient or this complaint. The patient has been seen at another office outside of the reporting allergist's practice.

Manufacturer narrative:
Other: part and lot numbers are unknown; UDI number is unknown. The initial complaint was reviewed and found not reportable. It was reported that the patient was tested for a metal allergy and the results came back negative. Her medical health problems stemming from an allergy were identified as being from another source. The doctor has changed his treatment plan and her medical issues have subsided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was tested for a metal allergy and the results came back negative. Her medical health problems stemming from an allergy were identified as being from another source. The doctor has changed his treatment plan and her medical issues have subsided.

Manufacturer narrative:
This report is for one (1) unknown titanium alloy screw. It is unknown at this time if the complainant screw has been explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient may be experiencing an allergic reaction to titanium alloy screws that were implanted during a foot procedure on an unknown date. The surgeon requested information on the metallic composition of the device in order to determine if the patient is having an allergic reaction. No additional information is available at this time. This report is for one (1) unknown titanium alloy screw. This report is 1 of 1 for (B)(4).